Event description:
It was reported that during a lap supracervical hysterectomy procedure, while cleaning the device after receiving an error code, the tissue pad was gone. They used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.